Event description:
As reported via the implant patient registry, the patient had a valve in valve procedure. Additional information on the procedure was reported by the edwards clinical specialist as follows. During a transapical transcatheter aortic valve replacement (tavr) procedure, a 23mm sapien valve was positioned 50:50 within the annulus. Upon deployment the valve shifted ventricular to a 40:60 position. The patient was placed on an iabp post valve deployment. Tee revealed severe central aortic insufficiency (ai) which was thought to be from a native leaflet overhang. A decision was made to place a second sapien valve more aortic. While the 2nd 23mm sapien valve was being prepped the patient decompensated and CPR was started. The patient was then placed on bypass and became more stable. A 2nd valve was positioned 50:50 within the first valve. Tee revealed mild ai and the patient was transferred in stable condition.

Manufacturer narrative:
Prior to deployment, the first edwards sapien valve and delivery system were noted to have good coaxial alignment and image intensifier angle prior to deployment. During valve deployment ventilation was held and there was no loss of pacing capture. Investigation on the root cause of the reported event, including patient and procedural factors, is in process.

Manufacturer narrative:
Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. In addition, per the IFU, valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle , non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. Furthermore, a technical summary, on low placement causing thv regurgitation, compiled by edwards lifesciences states, "stimulation of low placement causing thv regurgitation, indicates that low valve placement can lead to leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation." In this case, in addition to the patient factors including calcified annulus and leaflets, procedural factors leading to native leaflet overhang may have caused or contributed to the reported event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.